Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, inadequate capture was observed on the rv lead. The rv lead capture was normal when connected to the analyzer. After connecting to the pacemaker, high capture threshold was noted. The physician opted to keep the device and leads implanted since no other option was available at that time. The device and leads would not be explanted due to patient¿s age and non-cardiac related diseases issues. The patient was stable and being monitored.